Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a proglide device was used for closure of a large-caliber left femoral artery in relation to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, after the device was deployed, the first three steps of suturing were completed successfully; however, the device could not be withdrawn from the anatomy. A surgical cut of the vessel was performed and the guide and metal section of the device was found to be separated. A trans-vascular cutdown was done to remove the separated device. No additional information was provided.

Event description:
Additional information was received: hemostasis was achieved via surgical suturing.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.